Manufacturer narrative:
(B)(4). Review of device manufacturing record history confirmed device met pre-release specifications. Direct product analysis was not possible as the device remains implanted.

Event description:
On (B)(6) 2016, a gore hybrid vascular graft was implanted in a patient's left upper arm for arteriovenous access. The graft was placed from the brachial artery to axillary vein. On (B)(6) 2016, the patient presented with a thrombosis. Graft patency was restored after a thrombectomy and an implant of gore viabahn endoprosthesis.